Event description:
Caller reported an issue with a continuous glucose monitor showing an error. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer was assisted through the process. After completing the pump reset, the error was resolved, and the customer successfully started a new sensor session.